Event description:
It is reported that the pt underwent a closed reduction.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Dislocation may be caused due to one or a combination of the following factors: malpositioning of the hip replacement implants. Neuromuscular problems or other medical conditions. Excessive weight gain or physical activity. Failure to preserve the strength in the abductor muscles. Failure to restore leg length and/or proper tension of the tissues around the hip. Poor quality of bone. Prior surgery or fracture through the hip joint. Pt not adhering to the rehabilitation protocol/precautionary instructions. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.